Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been experiencing unexplained high and low blood glucose levels. The customer stated that the night prior to the call, he woke up with a blood glucose level of 60 mg/dl, treated it, then woke up with a blood glucose level of 400 mg/dl. The customer also reported having another blood glucose level of 60 mg/dl, which he did not treat, but still woke up with a blood glucose level of 250 mg/dl. The customer declined troubleshooting. The customer will not return the device for analysis.